Manufacturer narrative:
(B)(4). Date is estimated as (B)(6) 2013. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during an un-specified procedure, a 2.5 x 15 mm nc trek balloon catheter was advanced and there was resistance with the guiding catheter. Prior to reaching the target lesion, the shaft separated. The device was removed without issue. Another nc trek was successfully used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analyzed. The reported resistance could not be confirmed due to the condition of the returned device and the guiding catheter was not returned. The cause(s) of the reported resistance could not be determined. The reported shaft separation was confirmed. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the visual analysis of the returned device, there is no indication of a product quality deficiency. Based on all the information reviewed, there is no indication of a product deficiency.